Event description:
On 08-jun-2017, a medwatch (mw5069765) was received regarding a patient who was receiving unknown baclofen (dose and concentration not specified) via an implantable pump for an unknown indication for use. It was reported the pump did not function appropriately. The pump and catheter were removed and replaced on (B)(6) 2017 and was pending return to manufacturer. No further information was provided and no further complications were reported/anticipated.